Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported seizure and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod. The patient reported that they were suffering from seizures during hypoglycemic event. The patient did not seek medical treatment.

Manufacturer narrative:
In the case description, the user mentioned that their bgs would fluctuate high and low while on the system. The returned controller was able to turn on and boot up with no issues. On unlocking the device, the login screen was generated though the lock screen message and background were different than the default, indicating that the device had been reset before return. A test account was unable to be used to login. The main menu of the device could not be accessed and pod insulin delivery tests were unable to be performed. Inspection of the android log files confirmed that the device was reset by the user on (B)(6) 2023. No insulin delivery information from the date of occurrence was available for review. It could not be determined if the system was successfully able to deliver insulin at the time of the event. The cause of the reported event could not be determined.